Event description:
It was reported that the pump had a broken display and top case and was due for preventative maintenance. No patient injury or involvement was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the keypad support lens and right plunger case were cracked. A review of the event history log identified system advisory maintenance recommended. During the functional testing the crack on keypad support lens and cracked on right plunger case was found at inspection. System advisory maintenance recommended alarm was found at power up. The root cause of the issue was due to customer impact on the device and annual preventative maintenance reminder regarding the alarm. Replaced keypad and keypad support lens also replaced plunger assembly. Performed preventative maintenance and all functional testing.